Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿around (B)(6) 2015¿. The patient reported obtaining inaccurate erratic blood glucose results of ¿475 and 260mg/dl¿ on the subject meter, which were obtained less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient denied taking any diabetes medications to manage her diabetes and on ¿(B)(6) 2015 around 7:00 am¿, reported taking less food as a result of the alleged product issue. The patient denied that she developed any symptoms. On (B)(6) 2015, at 10:00 am during a doctor¿s office visit, she was given health care professional (hcp) advice ¿to contact onetouch¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. The test strips were stored correctly and within their expiry date and the test strip vial was intact. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury, nor receive treatment for a serious injury. This complaint is being reported because due the comparison provided, the device malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.